Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 67-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Prior to impella support, the patient had bleeding complication from the urinary catheter and bleeding from the vascath. On day 5 of support, while in the intensive care unit, the patient experienced bleeding. It was reported the patient was positive for heparin-induced thrombocytopenia (hit) and receiving plavix as the only anticoagulant. The patient was transfused with 1 unit of blood. The care team did not attribute the impella to the patient's bleeding. On day 9 of support, the patient expired while on support. The reported bleeding and thrombocytopenia may occur in the setting of 5.5 support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and anticoagulation. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 updated: a24 added, e0303 removed. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Recaptured codes on h6 (health effect - clinical code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.